Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother says that the device presents inaccurate delivery, and that the customer has had several instances of hyperglycemia because of this. She has been correcting her blood glucose via bolus administration. No adverse event alleged. A request was made for the return of the device.